Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device history record and service history record. A review of the device history record and service history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white residue inside the air/water (a/w) channel, residue within the air/water (a/w) cylinder, and image ghosts (no image). There was no patient involvement.